Event description:
It was reported that pump screen went dark and pump would not turn on, while red light around pump button blinked and pump vibrated repeatedly, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to connect pump to a working power source, allow battery to fully deplete before returning pump, and use multiple daily injections as backup therapy, and technical support arranged urgent replacement pump shipment, instructed customer to reenter pump settings and reconnect continuous glucose monitor, and planned to follow up to confirm serial number.